Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.